Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician found that the neuron max 6f 088 long sheath (neuron max) had a "plicature" at the proximal end of the device. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the neuron max was fractured approximately 3.0 cm from the hub. The packaging tape was intact on the packaging card. The packaging mandrel was unsecured from the packaging card and was not returned for evaluation. The distal tip was fractured. Conclusions: evaluation of the returned neuron max confirmed device with a fractured distal atraumatic tip. If the packaging mandrel is unsecured from the packaging card during removal of the device from the packaging, the neuron max may be pinned between the packaging mandrel and the packaging tube. If the neuron max is retracted while pinned, damage such as a fractured distal atraumatic tip may occur. Further evaluation revealed a fracture near the catheter hub. Based on the return condition and the reported complaint, the fracture is likely incidental to the reported complaint and likely occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician found that there is a kink near the tip of the neuron max 6f 088 long sheath (neuron max). The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.